Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead had high thresholds around 4v. They will monitor for now and see if it improves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).